Manufacturer narrative:
D10 concomitant product: unknown stapler - unknown stapling device, lot# unknown unk-egiaadapter - unknown egia adapter, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one day after a gastric bypass, the patient had gastrointestinal bleeding with a drop of hemoglobin. During the initial surgery, the jaws of the reload was not completely close prior firing. The surgeon had concerns of increased bleeding on the staple line, but stated that the bleeding was intraluminal. The case was completed with no bleeding concerns at the end of the case. The patient was being monitored at an inpatient status and will be discharged with no additional intervention.